Event description:
It was reported that the device could not be interrogated with two merlin programmers. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
As received, the device had no communication due to battery depletion. The battery was sent to the supplier for analysis. It was found that an internal anomaly in the battery was the cause for the premature battery depletion and no communication.

Event description:
It was reported that following a pre-deployment angiogram, an 8f angio-seal was selected for use. The device was pulled back approximately 1 cm beyond the compaction tube marker. One day later, during dialysis with heparin, the pt experienced bleeding. The pt's hemoglobin level dropped to 6-7g/dl and blood transfusion was given (unit unk but was a significant amount). The pt recovered and was discharged from the hospital. The physician stated that the pt could have experienced bleeding due to the punctured hole that was torn due to arteriosclerosis induced by dialysis. The physician was in the training process for the angio-seal evolution with the st jude medical sales representative present. No additional info is available.